Manufacturer narrative:
Product event summary: the medial portion of the lead was returned, analyzed. Analysis indicated that the proximal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Event description:
The implantable pulse generator (ipg) system was explanted and replaced for an unknown reason. The system was returned to the manufacturer, analyzed and the low voltage leads tested out of specification. No patient complications have been reported as a result of this event.